Event description:
The anesthetist confused the cerebrospinal fluid external ventricular drain (evd) inserted in to the brain via the left occipital burr hole, tunneled to anterior chest wall, and connected to evd collection with IV central line. The anesthetist nearly injected propofol into access port of evd collection system which would have gone directly into the ventricular cavity of the brain. However, the mistake was recognized and no injection took place. Claims the evd collection system looks like IV tubing and has access port identical to IV tubing. Reports that when it exits from the anterior chest beneath an occlusive dressing, confusion with a central line may occur.